Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001,medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the following information was received regarding an alleged image distortion issue during a cerebellar dbs (deep brain stimulation) case that occurred on (B)(6) 2025. From site email in a cerebellar dbs case, the intraoperative localization was significantly different from the postoperative localization (by 2.5 mm). When site scanned the patient, aligned the view as normally do for dbs, so the tip of the lead ended up near the bottom of the scan (slice 152 of 192, about 3.3 cm from the edge of the scan) with the entry point even lower (slice 163 of 192, about 2.4 cm from the edge of the scan). Attached to the case was a described as the CT and imaging system were co-registered. The back of the head was at the top right of the image, the left side was on the left, and the right side was on the right. Site noted a 3 mm difference and indicated that no brain shift had occurred, as there was no pneumocephalus. Patient present at time of event and no further information available.